Event description:
"Catheter severed by spinal lagaments, replaced 2001." The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional information is received.